Manufacturer narrative:
Reliability analysis inspected 2 opened/used partial sensors and performed visual inspection and found both sensors with cannula broken, broken part found still in cannula tubing. See attachment file for details. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer return sensors, no needles.

Event description:
Customer reported via phone call that the sensors had alarmed sensor error alarms after 1 to 4 days of use only. Customer's blood glucose was 119 mg/dl. Customer reported the stem on the sensor was hard to remove. Customer declined troubleshooting. Customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.